Event description:
The patient was successfully treated with colonic ftrd to remove a malignant polyp. The initial ftrd treatment went without complications. After three days, it was discovered that the clip had detached, resulting in a perforation. The patient needed surgey to close the perforation.

Manufacturer narrative:
The device in question was not available for technical analysis. The initial treatment was done without complications, therefore there is no indication of a product malfunction. The risk of a delayed perforation is a rare but known complication which is also referred to in the instructions for use.